Event description:
It was reported that in september 2016 patient was hospitalized due to pulmonary infection. Physician told the patient the pacemaker was not working normally. Patient called customer service and was informed to go to hospital in which the pacemaker was implanted and take program check. Patient did not call again so no further information available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.